Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two (2) shelf packs were missing a label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two (2) shelf packs were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received seven photos for investigation. The photos were evaluated and showed the shelf pack label is missing and the 100- unit tray is damaged. This complaint has been confirmed for the indicated failure mode: tray pack residue and missing label content. Based on a review of the device history record all product specifications and requirements were met. There were no related quality issues during the manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.